Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for a (B)(6) female patient. The following data was provided (customer¿s reference range is <43 u/ml): initial result was 83.4, repeated using a heterophilic antibody blocking tube and the result was 82.69 u/ml. The sample was retested at another laboratory using a roche assay and the result was 18.9 u/ml, reference range is <30 u/ml. Based on the elevated ca 19-9 results, the patient had an endoscopy performed where no tumors were found. There was no reported impact to the patient.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Phone complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-74, that has a similar product distributed in the us, list number 8p32-21.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Due to the alinity falsely elevated results, the patient had an endoscopy performed where no tumors were found. A review determined the adverse event is due to abnormal use of the assay. Trending review determined no related trend for the issue for the product. The historical performance of reagent lot 31307fp00 was evaluated using worldwide data of reagent lot 31305fp00, as it is a sister lot to the likely cause lot 31307fp00, from abbottlink. This evaluation indicated that the patient median result for lot 31305fp00 is within the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I ca 19-9xr, lot number 31307fp00, was identified.